Manufacturer narrative:
Manufacturer ref# (B)(4). Model # igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: it is not possible to confirm filter tilt based on the provided imaging. Comments are made based on imaging review and event description. Filter tilt of 20deg (with respect to the longitudinal ivc axis) was noticed immediately after deployment. From event description, no correction attempts were made. According to the image review, the filter was deployed extremely close to the ostium of the left renal vein, which could explain the appearance of the abnormal orientation of the secondary legs. Furthermore, the image review states, that ¿the abnormal forces placed on the filter due to this malposition of the secondary legs likely resulted, but at least contributed to the observed tilt of the filter.¿ the root cause for the reported filter tilt cannot be determined. Filter tilt is a known risk in relation to filter implant (reported in published scientific literature) and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and that it did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the primary reason for the filter placement was risk for vte with a contraindication to anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot number e3342374) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter tilt, fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Filter tilt was >= 16 degrees. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The ivc diameter at the intended filter location was 22.6 mm. There was no evidence of filter deformation. Migration, extravasation of contrast, location of filter legs and filter tilt were not assessed. On (B)(6) 2015, post-procedure x-ray (one day post-procedure): site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 25.2 degrees and angle of tilt in the lat view was not provided. The patient was discharged from the hospital on (B)(6) 2015. Patient outcome: the 3 and 6 month follow-up calls have been completed and no adverse events were reported. The patient remains in the study.

Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the primary reason for the filter placement was risk for vte with a contraindication to anticoagulation. The filter placement was anticipated to be temporary and was accomplished with the use of a venacavagram. The ivc diameter at the intended filter location was 24.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter (lot number e3342374) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter tilt, fracture, deformation, or migration. There was no extravasation of contrast, and no filter legs appeared outside the column of contrast after filter placement. Filter tilt was >= 16 degrees. Analysis of the placement procedure venacavagram indicated no ivc anatomic anomaly or presence of thrombus. The ivc diameter at the intended filter location was 22.6 mm. There was no evidence of filter deformation. Migration, extravasation of contrast, location of filter legs and filter tilt were not assessed. On (B)(6) 2015, post-procedure x-ray (one day post-procedure): site: filter tilt was >= 16 degrees. Analysis: the angle of filter tilt in the ap view was 25.2 degrees and angle of tilt in the lat view was not provided. The patient was discharged from the hospital on (B)(6) 2015. Patient outcome: the 3 and 6 month follow-up calls have been completed and no adverse events were reported. The patient remains in the study.